Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 17mm from the distal end. There was no scratch around the broken point. The fracture surface of the probe showed that crack developed. The probe turned black around the broken point. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the crack occurred on the probe since the load such as sparks was applied to the probe. The crack developed when the user output the device or grasped the tissue, and the probe broke off. The above device handling has warned in the instruction manual.

Event description:
We received the following report. During the surgical procedure (lewis santy), the subject device was used. Half an hour after the beginning of the procedure, the scissors broke in two parts at the jaw level. The fragment was retrieved. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On (B)(6) 2020, olympus medical systems corp. (Omsc) found that the probe of the subject device was broken off.